Manufacturer narrative:
The device was received for evaluation. During functional testing, the device did not turn on when slide clamp inserted occurred. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be a failing lower hook switch. The lower auxiliary requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump did not turn on when slide clamp was inserted during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.